Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was difficult to disconnect the following information was received by the initial reporter with the following: customer has said that the extension set becomes cross threaded and then it becomes stuck on the cannula. "Not sure if this is caused by poor fit, gets stuck or broken."

Event description:
No additional information.

Manufacturer narrative:
No samples were received for investigation for (B)(4), in which the customer has stated: ¿the extension set becomes cross threaded and then it becomes stuck on the cannula ¿. The product in use at the time is reported to be a 20039e7ds. Further correspondence from the customer confirmed that they used the bd extension set with a bd insyte catheter, where they found difficulty connecting due to cross threading then difficulty disconnecting. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20039e7ds product in the past 12 months.